Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving 2000 mcg/ml of gablofen at 1541 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported a motor stall had occurred. A motor stall was seen upon interrogation and the patient had not recently had a magnetic resonance imaging procedure (MRI). The pump status and/or event log report showed the motor stall was active. The patient presented to the emergency department and the nurse interrogated the pump 3 different times but there was no recovery noted. Electromagnetic interference (emi) and motor stall considerations were reviewed. It was confirmed there were no emi/magnetic sources present. It was reported the patient was in withdrawal. It was unknown if the withdrawal was sudden or gradual. It was unknown when the motor stall occurred. The hcp was directed to follow-up with the managing physician. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The cause of the motor stall was still unknown. Regarding the report the family did not hear the alarm, the nurse reported that they were unable to hear the alarm while they were present with the patient in the emergency room. The patient's group home did not hear the alarm either. The patient has received their new pump and they were back at the group home facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep). The rep reported the device had been delivering 1451.6 mg/day of gablofen at the previously reported concentration of 2000 mcg/ml. It was reported the patient was experiencing baclofen withdrawal symptoms. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated and a motor stall was identified. Per the family, they did not hear the audible alarms going off. Per the device interrogation, the device had been interrogated with the clinician programmer tablet and therapy application, software version 1.0.7493. The motor stall occurred on 2018 (B)(6). The pump was replaced 2018-(B)(6) due to the motor stall. It was indicated the rep was in possession of the device and planned to return the pump for analysis. The issue had been resolved at the time of the report. However, it was indicated the patient's status was unknown at the time of the report. Other medications being taken at the time of weight, patient weight, and medical history were unknown.

Manufacturer narrative:
Section d information refers to the main device. The other relevant component includes: product ID 8709 lot/serial# (B)(4) implanted: 2005-(B)(6) explanted: product type catheter; ubd: 2007-(B)(6) UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Device code (B)(4) only applies to the catheter and device code (B)(4) only applies to the pump. Device code (B)(4) is no longer applicable for this event. Code method (B)(4), code-result (B)(4), and code-conclusion 11 are only applicable for the pump. Code method (B)(4), code-result (B)(4), and code-conclusion 67 are only applicable for the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The motor stall did not recover. The cause of the motor stall was not determined. The patient arrived at the emergency department 2018-(B)(6) around 1300. The pump was replaced emergently. The catheter was revised as well at this time. The pump was alarming when it was removed, per the surgeon's note. The withdrawal symptoms resolved with the placement of the new pump. The pump was returned to the manufacturer.

Event description:
Additional information was received from a user facility via the food and drug administration. It was reported the patient had experienced severe spasticity and tremor-like movements around 0100 (on the day of the event). The pump had been found to have stalled around 1900 the previous day. The pump had last been filled and reprogrammed 21 days previously. The elective replacement indicator (eri) at the time was 7 months. The patient was scheduled to have surgery for baclofen pump replacement in three week's time. The patient was receiving 1451.6 mcg/day of baclofen intrathecal via the pump prior to the motor stall. The patient was immediately admitted to the intensive care unit (ICU), with withdrawal symptoms including lactic acidosis. The patient was managed overnight until the pump was replaced the next day (B)(6) 2018 . The patient's medical history included quad. (Quadriplegia) and the patient was vent-dependent.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. - attachment: [702817330_medwatch.pdf].

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and shaft wear on gear number two. Analysis identified the alarm was audible and was within specification. The evaluation codes have been updated for the pump. Method, result, and conclusion codes are only applicable for the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. Regarding the report that the family did not hear the pump alarm though it was noted the pump was alarming during surgery, it was unknown if there was thought to be an issue with the audible output of the pump alarm. The hcp personally did not hear the pump alarm and they were with the patient in the emergency room for at least twenty minutes. Regarding the report the catheter was revised during the pump replacement, it was unknown if there was a problem with the catheter. According to the surgeon's note, "subcutaneous pump segment very short (likely from weight changes)." The hcp believed the catheter segment was returned.